Event description:
IV system leaking blood at the distal port. Bd nexiva 20gauge x 1 inch closed IV catheter system. Reference # 383536 lot #4365938. Emailed rep [representative] on [date redacted] to coordinate return of product available at site. Manufacturer response for peripheral IV, nexiva 20g (per site reporter). Emailed mfg rep [manufacturer representative] on [date redacted] to coordinate return of available faulty item with the site.